Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) was 555 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Caller was able to resume insulin with original cartridge.